Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported that after increased the setting to 4.7 as the sensation was too strong and then on (B)(6) she started to notice a pinching sensation in the stimulation area, vagina. The patient noted she turned stimulation on (B)(6) and she hadn¿t noticed any difference in symptoms control. The patient decreased the setting to 4.0 which was comfortable. The patient planned to monitor results and if they didn¿t notice any improvement in symptom control in 1-2 day they were going to consider switching programs. Additional information from the patient on (B)(6) reported shocking, painful stimulation, and uncomfortable stimulation. Th patient stated she felt the pinching sensation, but added that she felt a mild shocking sensation in certain positions, like when she sat on a bed or leaned on her elbow. The patient stated that it hurt and it felt like when she put her fingers on both ends of the battery. The patient noted it wasn¿t too bad, but it hurt her. The patient noted that this was the same as the pinching sensation she had previously reported. The patient stated she had a lack of therapeutic effect, she did not have control of her urinary urgency symptoms, noting she was still wetting her pants. The patient changed to program 2 at 2.6 v and was feeling stimulation in the target area at the time of the call. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they experienced a loss or change in therapy. The patient noted that they didn¿t feel stimulation and therapy was confirmed to be off. The patient stated that she did not know therapy was off and was reviewed that therapy had to be on to be affective. The patient turned therapy on but this did not resolve the issue. The patient stated that she had a bad sense of balance and falls frequently. The patient noted that they were typically not serious and has only had 3 serious falls in the last 5 years. The patient stated that she fell two days ago and noted that she was active with hiking and yoga. The patient increased the amplitude and felt stimulation in the correct location of the bike seat area. The patient reported return of symptoms and noted that her next appointment wasn¿t until (B)(6). It was indicated that the return of symptoms was gradual.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating that the patient got a letter with the question ¿have you notified your managing physician?¿ and stated their doctor was having the same unrelated back surgery that they just had and they didn¿t think their doctor was in the loop of what was going on. No further complications were reported.

Event description:
Additional information received as healthcare professional mentioned that patient was seen in the office with representative and impedances were ok. 4 new programs were installed. Patient's weight was still unknown. There were no complications or that no further complications were reported.

Event description:
Additional information was reported. The patient continued to have a loss of therapeutic effect and return of urinary urgency symptoms in (B)(6) and was seen by the manufacturer's representative for programming adjustments on (B)(6) 2017. The patient stated they did not make it to the toilet in time 1 or 2 times per day. The patient could barely feel the stimulation in the target area. Patient was instructed in how to use the programmer to adjust amplitude and was able to successfully increase to a comfortable level on program 1 changing from 3.6 to 4.9 volts. Patient was instructed to track symptoms and contact their hcp if symptoms did not resolve. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that on (B)(6) 2017, they changed to program 2, and from then until (B)(6) 2017, their therapy was satisfactory. Then, on (B)(6) 2017, they had a sudden change in therapy. Their stimulation was ¿not working¿ and they had a loss of therapy; they were having difficulty with it working and controlling their symptoms. Troubleshooting found that the therapy was turned on. It was recommended that the patient follow up with their healthcare provider, but the patient noted that their healthcare provider was out of office for a while. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-16. The patient reported that on (B)(6) 2017 they turned the device up to 4.9. The patient reported that was when the symptoms and the device was lowered to 4.7. The patient reported that on (B)(6) 2017 they changed to program 2 and everything was fine to date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was going to call the hcp office for an appointment after leaving rehab, noting that they had surgery. The appointment was going to be for a battery check, impedance check, and reprogramming. The cause of the sudden loss of therapy was unknown.